Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat to a heavily calcified popliteal artery. The 5.0x120 supera self-expanding stent system (sess) was attempted to be advanced; however, met resistance with anatomy. The nose cone (tip) became severely bent and the device was withdrawn without issue under fluoroscopy. Outside the patient anatomy, it was noted that the tip was barely attached and was dangling from the device; however, remained attached. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Interaction/manupulation of the device resulted in the reported tip bend and ultimately resulted in the reported tip break. There is no indication of a product quality issue with respect to manufacture, design or labeling.